Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a volume discrepancy. The actual residual volume (arv) was greater than expected residual volume (erv). The arv was 16.5ml and the erv was 4.2ml. An alarm could be heard, but it was not confirmed by telemetry. There was also no dialogue box acknowledging the low battery alarm and an alarm was not noted on the alarm's screen. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.